Manufacturer narrative:
(B)(4). Product does not returned for evaluation yet. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for low blood glucose test results. The expected fasting blood glucose test result range is 200 to 220 mg/dl since receiving medical treatment unrelated to diabetes, but previously was 140 to 150 mg/dl. The customer feels well and did not report any symptoms. The customer is currently taking insulin to manage diabetes. Back to back blood test performed by customer non-fasting during call on (B)(6) 2016 produced results of 53 mg/dl and 54 mg/dl. The product is stored by customer according to specification. The test strip lot manufacturer's expiration date is 12/12/2018 and open vial date is (B)(6) 2016. The meter memory reviewed for test results: (B)(6). Adverse event not reported.